Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2016, the patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the system controller log file revealed that the pump power and pump estimated flow were trending downward. It was reported that the patient was admitted to the hospital for an increased lactate dehydrogenase (ldh) level and was started on a bivalirudin infusion. The patient¿s baseline ldh level was 281 u/l, but initially peaked at 654 u/l, then decreased to 585 u/l. The ldh again started to elevate, and on (B)(6) 2017, was 1448 u/l. The patient remained on a bivalirudin infusion awaiting a pump exchange. No additional information was provided.

Manufacturer narrative:
Device analysis: the explanted pump was returned assembled with the driveline severed approximately 2 inches from the nipple of the pump housing. Upon disassembly of vad-(B)(4), examination of the proximal-side of the outlet stator revealed a white/pink tissue-like deposition situated adjacent to the outlet bearing ball and in contact with one stator blade. The deposition lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. Although a duration of time for which it was present in the pump could not be determined, the deposition was not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no contact marks were noted on the outlet portion of the rotor or the outlet bearing cup, suggesting that it was not present in this location for a prolonged period of time. Examination of the remaining blood-contacting surfaces revealed no additional depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed deposition; however, its partial obstruction of the blood flow path could have potentially contributed to the reported elevated ldh levels. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that the patient's pump was exchanged due to suspected pump thrombosis.